Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective ink mark was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of defective ink mark was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective ink mark. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was incorrect label information. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: there was an "ink label error issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was incorrect label information. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: there was an "ink label error issue."